Event description:
Discordant advia 1650 calcium ca_2 results were obtained and reported on 5 samples. The results were questioned by the physician. The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant advia 1650 calcium ca_2 results.

Event description:
Discordant advia 1650 calcium ca_2 results were obtained and reported on 5 samples. The results were questioned by the physician. The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant advia 1650 calcium ca_2 results.

Event description:
Discordant advia 1650 calcium ca_2 results were obtained and reported on 5 samples. The results were questioned by the physician. The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant advia 1650 calcium ca_2 results.

Event description:
Discordant advia 1650 calcium ca_2 results were obtained and reporetd on 5 samples. The results were questioned by the physician. The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordanct advia 1650 calcium ca_2 results.

Event description:
Discordant advia 1650 calcium ca_2 results were obtained and reported on 5 samples. The results were questioned by the physician. The samples were rerun and corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordant advia 1650 calcium ca_2 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and found the cause of the discordant ca_2 results to be the wud overflowing intermittently at nozzle 4 and 5. The fse flushed all nozzles and lines associated with the reaction tray washer (wud), and replaced the seals for the reagent dispensing pump 1 (rp1) and the reagent wash pump 1 (rwp1). The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and found the cause of the discordant ca_2 results to be the wud overflowing intermittently at nozzle 4 and 5. The fse flushed all nozzles and lines associated with the reaction tray washer (wud), and replaced the seals for the reagent dispensing pump 1 (rp1) and the reagent wash pump 1 (rwp1). The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and found the cause of the discordant ca_2 results to be the wud overflowing intermittently at nozzle 4 and 5. The fse flushed all nozzles and lines associated with the reaction tray washer (wud), and replaced the seals for the reagent dispensing pump 1 (rp1) and the reagent wash pump 1 (rwp1). The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and found the cause of the discordant ca_2 results to be the wud overflowing intermittently at nozzle 4 and 5. The fse flushed all nozzles and lines associated with the reaction tray washer (wud), and replaced the seals for the reagent dispensing pump 1 (rp1) and the reagent wash pump 1 (rwp1). The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and found the cause of the discordant ca_2 results to be the wud overflowing intermittently at nozzle 4 and 5. The fse flushed all nozzles and lines associated with the reaction tray washer (wud), and replaced the seals for the reagent dispensing pump 1 (rp1) and the reagent wash pump 1 (rwp1). The instrument is performing within specifications. No further evaluation of the device is required.